Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable was damaged at the port end of the cable which was bent. The customer was not able to charge the pump. The customer¿s blood glucose level was 493 mg/dl, which was addressed with a bolus delivery. The customer declined further follow-up from tandem technical support regarding this issue.